Event description:
The customer reported a device that could not be turned on. This occurred during testing, prior to surgery. The device was swapped for another, and the procedure was completed without further incident. There was no report of harm or medical intervention.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. The customer reported that the device is to be repaired via third party, and that the motherboard will be replaced. If additional information becomes available this report will be supplemented accordingly.

Event description:
From diligence with the customer, it was determined that the intended procedure was a laparoscopic total hysterectomy, bilateral adnexectomy and pelvic adhesiolysis. The device was inspected before use, and the intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As the device inspection results were unavailable and the subject device was not returned the manufacturing facility, it was not possible to provide a speculative cause of the suggested event. Olympus will continue to monitor field performance for this device.